Manufacturer narrative:
No product was returned for evaluation, no x-rays were provided and no response to requests for additional information were received. The investigation was completed with the information available. The review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. Based on the limited information available the root cause is unable to be determined. Patient's symptoms prior to discovery was increased low back pain, two months following surgery. The patient's fusion status at time of discovery was non-union. The original surgery indications were as follows: lumbar 5-sacral 1 posterior decompression, interbody fusion and instrumentation. The patient's revision included hardware removal and re-instrumented with additional l4-5 segment. Patient's condition at discharge was stable. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of four for the same event, reference 3003853072-2016-00011-1, 3003853072-2016-00012-1 and 3003853072-2016-00036. Report four, 3003853072-2016-00036, was completed based on the receipt of a lot number which was not reported.

Manufacturer narrative:
Fields catalog number, lot number, were updated based on the receipt of additional information.

Event description:
It is reported that on (B)(6) 2015 it was discovered that the left sacral screw was fractured. The patient required revision surgery.

Manufacturer narrative:
The following analysis were performed on the returned screw: morphological analysis, microscopic analysis, micrographic analysis, hardness analysis. Review of device history records did not reveal any non conformances to specifications or deviations in procedures that might have contributed to the reported event. No x-rays were provided by the hospital, therefore no analysis of the construct could be performed. The ø5.5 mm x 40 mm medical screw (lot h20726k), the hardness and micrographic structure of which are perfectly consistent with (B)(4), broke following a phenomenon of progressive cracking attributable to repeated cyclic flexion. The results of the analysis concluded there is no issue of product quality involved in this case. Based on the information available the most likely underlying cause is unable to be determined.

Manufacturer narrative:
Additional information will be provided upon further investigation of the event details.

Event description:
It was reported that an instinct java screw broke postoperatively. Additional information was requested but has not been received.